Event description:
Report received indicated that pt presented with left lower quadrant (llq) pain and anuria. Subsequent testing revealed stent fractured with thrombus formation. A palmaz genesis stent was placed in the left renal artery and post procedure angiography revealed good stent placement with adequate flow. The pt presented to the emergency room about two weeks post procedure with anuria and left lower quadrant pain. An arteriogram of the left renal artery was performed which discovered that the left renal stent was fractured and had formed a thrombus. Pt was treated for the pain symptoms and transferred to another hosp. No info is available as to if an intervention was done or is planned. Films are not available. There is no add'l pt, vessel, lesion, or procedural info available. There was no reported pt injury. Ref MFR #9610978-2006-00383.